Event description:
It was reported that the customer was having power issues with her insulin pump. Her blood glucose was 162mg/dl at the time of reporting. She reported receiving multiple weak battery alarms despite her changing the battery in her insulin pump. The customer was advised on the possible causes of the failed battery test, and mentioned that there was a crack in the device protruding from the lcd screen. She was advised that her pump would have to be replaced due to the presence of a crack. She will return her pump once she receives a replacement. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. The insulin pump was monitored and no blank display, failed battery test alarm, weak battery alarm, or battery out limit alarm was noted. No damage was noted on the isolation tape. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip , cracked belt clip slot and minor scratches on the display window.